Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 2 patients tested for on a cobas 8000 cobas ise module (double). For patient 1 the na result was 108.5 mmol/l and the repeat result was 141.6 mmol/l. For patient 1 the k result was 3.19 mmol/l and the repeat result was 4.14 mmol/l. For patient 1 the cl result was 135.8 mmol/l and the repeat result was 101.8 mmol/l. For patient 2 the na result was 83.4 mmol/l and the repeat result was 139.6 mmol/l. For patient 2 the cl result was 192.7 mmol/l and the repeat result was 101.6 mmol/l. There were questionable results reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.